Event description:
The complainant reported a male patient presenting for pre-operative CABG support using the impella cp optical device for hemodynamic support. During support, the patient developed hemolysis. As treatment, the patient was administered dialysis.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.